Event description:
It was reported that one day post implant, an x-ray revealed lead dislodgement. In 2009, the lead was explanted, due to infection.

Manufacturer narrative:
No medwatch form was received. Review of quality records.